Manufacturer narrative:
It was reported by customer that user was trying to remove a bubble from the line when the tubing disconnected at the junction of the alaris clamp. One photo was submitted for quality investigation. Evaluation of the photo submitted by the customer shows that the silicone tubing of the pumping segment separated from the lower fitting. Further evaluation indicates that the tubing is intact and the securement collar is still on the tubing. The customer complaint of separation was confirmed. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23105523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 2420-0007. Lot # 23105523. It was reported by customer that user was trying to remove a bubble from the line when the tubing disconnected at the junction of the alaris clamp. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: (B)(6). Correspondence language: english. Cat# of product being complained: (B)(4). Description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): for tracking purposes please reply to all included above in any responses. Reference pic ticket number (B)(4) in the subject line and any reports related to this product concern. Hi vendor rep, please follow up with (B)(6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4) date of incident: (B)(6) 2024 hospital: other department: oncology. Product: set IV admin 2/y smartsite 20gtts 117in 20ml chkvlv lf-dehp vmid: (B)(4) lot number: lot (10) 23105523 product expiry date: 24-oct-2026 number of defective product(s): 1 is sample available: no concern description: end user was trying to remove a bubble from the line when the tubing disconnected at the junction of the alaris clamp. **patient injury unknown. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: (B)(4) ea. Samples available? No. Is customer requesting an rga?: no. Return qty: follow-up: customer response on (B)(6) 2024. 1. Could you please provide a further description of the issue? The primary tubing was beeping indicating an air in the line of the alaris pump. The tubing was roller clamped and removed from the channel to flick the air back up the tubing. While flicking the tubing, it disconnected at the junction of the alaris clamp and plastic clear tubing above the roller clamp. The clamp nearest the patient was immediately clamped and tubing changed. 2. Was there leak? - no. 3. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? ¿ yes. 4. What was the patient outcome? ¿ no harm. 5. If possible, could you please provide picture samples for investigation? ¿ attached.

Event description:
Material # 2420-0007 lot # 23105523 it was reported by customer that user was trying to remove a bubble from the line when the tubing disconnected at the junction of the alaris clamp. Rcc received a complaint via email. Email(s) attached. Chc complaint reference : (B)(4) hospital complaint reference (B)(4) customer (hospital) name: (B)(6) health services customer address: (B)(6) contact name: (B)(6) phone: (B)(6) e-mail: (B)(6) correspondence language: english cat# of product being complained: al2420-0007 description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: on (B)(6) 2024 hospital complaint reference (B)(4) details of complaint (reported issue): **for tracking purposes please reply to all included above in any responses. Reference pic ticket number (B)(4) in the subject line and any reports related to this product concern. Hi vendor rep, please follow up with (B)(6) at (b)6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4) date of incident: on (B)(6) 2024 hospital: other department: oncology product: set IV admin 2/y smartsite 20gtts 117in 20ml chkvlv lf-dehp vmid: al2420-0007 lot number: lot (10) 23105523 product expiry date: 24-oct-2026 number of defective product(s): 1 is sample available: no concern description: end user was trying to remove a bubble from the line when the tubing disconnected at the junction of the alaris clamp. **patient injury unknown. ** complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? No qty affected: (B)(4) ea samples available? No is customer requesting an rga?: no return qty: additional information: customer response on (B)(6) 2024 1. Could you please provide a further description of the issue? ¿ the primary tubing was beeping indicating an air in the line of the alaris pump. The tubing was roller clamped and removed from the channel to flick the air back up the tubing. While flicking the tubing, it disconnected at the junction of the alaris clamp and plastic clear tubing above the roller clamp. The clamp nearest the patient was immediately clamped and tubing changed. 2. Was there leak? - no 3. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? ¿ yes 4. What was the patient outcome? ¿ no harm 5. If possible, could you please provide picture samples for investigation? ¿ attached.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.